Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the issue occurred because all cubie pockets in the enhanced half height aux1 drawer 3-1 were showing duplicate addresses in the system, causing the application to register 80 failures. A field service engineer removed all pockets in the hardware troubleshooting application (hta) to clear the duplicate address configuration, rebooted the application, and recovered all failures. The engineer then opened the lid in hta so the pharmacy could safely remove all medications. After the drawer was reset, the customer reloaded all medications, and the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.